Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- name and address: phone: (B)(6). G4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ngage nitinol stone extractor's basket did not close while removing a stone. The procedure was completed using another same type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and annex g). Event summary: as reported, an ngage nitinol stone extractor's basket did not close while removing a stone. The procedure was completed using another same type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of documentation including the review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control procedures, as well as interview personnel and a visual inspection of the device were conducted. One ngage nitinol stone extractor was returned in an open package with label. The basket tip was damaged, looks as if the plastic coating is melted and the shape is deformed. Disassembled handle as it would not actuate basket. After handle was disassembled the basket could not manually actuated. The collet knob was overly tight and difficult to remove. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1 packaged with the device contains the following in relation to the reported failure mode: "suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device." Based on the information provided, inspection of the returned device, and the results of the investigation, the cause could not be conclusively established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.